Event description:
The customer reported that he had a blood glucose of 424 mg/dl, and that the insertion site was irritated from the cannula rubbing against his skin. When he removed the pod, he noticed that the cannula was bent and had not properly inserted. The pod was worn for 3 hours.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.